Manufacturer narrative:
Pump was received with intermittent button response due to flattened buttons dome switch. No button error alarm or frozen display noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer stated they were unable to navigate through the insulin pump. Customer stated the insulin pump was frozen during an attempted bolus. The customer's blood glucose was 180 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.